Event description:
A 31 yr old white gravida 2, para 2 female; status post bilateral submuscular transaxillary bioplasty gels (questionable size - no records) placed on 06-15-1990 for augmentation. Pt feels the right is swollen and "funny". Implants are "softer"; no history of trauma. The pt has also developed some disabling systemic symptoms since her last pregnancy, one half year ago. These symptoms include: arthralgias/myalgias, fatigue, sleep disturbances, constant sore throat, low grade fevers, hot flashes, night sweats, migrains, temporo-mandibular joint dysfunction, dizziness, "sicca", dry itchy scalp, sensitivity to chemicals, shortness of breath, chest pain, costal chondritis and gastrointestinal/genitourinary disturbances. Pt is otherwise healthy.